Manufacturer narrative:
Product returned and is being evaluated. A follow-up report will be filed upon receipt of the evaluation report.

Event description:
The prongs pressure luer port were found to be blocked. This was found after they had worked for about 30 minutes to try and get the pt stabilized. Lot number is from unopened sample in department and may not be actual.